Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to expose, even after several restarts. Review of the system log file showed that the filament error. Upon troubleshooting fse replaced kv/ma board and high-voltage unit but still the issue persisted. To resolve the issue, fse replaced tube, and performed adjustment and calibration. The defective tube was returned to philips for analysis and found defective z-diode in grid switch unit. The system was returned to use in good working order. The codes were updated based on the investigation outcome.